Event description:
As reported by our edwards affiliates in slovenia, during a transcatheter aortic valve replacement (tavr) procedure using a 20mm sapien 3 valve, the esheath could not be fully inserted into the patient and was subsequently removed. Upon inspection, the distal tip of the esheath was found to be damaged. A new esheath was then utilized, and the procedure was successfully completed. The patient experienced no injury related to the event, aside from a procedural delay, and was discharged two days post-procedure. Pre-decontamination evaluation revealed that the distal tip of the esheath was split at two locations.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Correction to h6; component code, device code, type of investigation, investigation findings, and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The returned device underwent a visual inspection, which revealed that the liner had lifted approximately 14 cm from the strain relief. The remaining liner was unexpanded, and the distal tip was unopened but exhibited splits at two locations. Additionally, damage to the soft tip was observed. Provided imagery indicated the presence of calcification and tortuosity in the patient's access vessel. Due to the nature of the complaint, dimensional and functional testing could not be performed. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The reported event of a split in the distal tip was confirmed based on evaluation of the returned device. Available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (device manipulation) likely contributed to the distal tip split event, as provided imagery revealed presence of calcification and tortuosity within patient's access vessels. Sharp or bulky calcified nodules within the patient access vessel can act as a physical obstacle that can increase friction and lead to higher push force and/or damage the distal tip. Additionally, tortuous patient anatomy can create sub-optimal angles that can induce stress to the sheath shaft causing it to bend or kink and require a higher push force to navigate. Tortuosity can also exacerbate device interaction with calcified nodules and lead to distal tip damage. These factors combined can create a challenging pathway for sheath introduction and can compound, further leading to difficulty during sheath introduction/advancement. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.